Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blurry image could not be reproduced. The root cause could not be determined, however, it is possible that during use, the inside of the equipment was flooded due to a leak and image blurring occurred. The event can be detected and or prevented by following the instructions for use which states: inspection of the endoscopic image. General policy - precautions - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the electrical safety check failed, the distal end cap was cracked, the bending section rubber glue was cracked, the connecting tube had a dent and a wrinkle, the scope body was scratched, the control unit had fluid invasion, the control unit dial was broken, the universal cord protector was lacerated, the scope connector cable was damaged, the scope connector plug unit was cracked, the scope connector cover was corroded, and the control unit angulation was out of standard and had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.